Manufacturer narrative:
Corrected data (case conclusion) as reported in the literary publication by gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068; reports two aortounilateral conversions with femoral-femoral bypass. These were due to inadvertent cannulation of the ipsilateral gate and deployment of the contralateral limb, early in their experience with the graft. The product was not returned for analysis as it remains implanted. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿limb prosthesis deployment difficulty - inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Procedural factors such as cannulating the opposite leg of the bifurcate may have contributed to this reported event. The choice of cannulating the opposite leg may be made in order to reduce the angulation of the iliac limb in certain instances, provided that is taken into consideration when selecting iliac limb length. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿expected clinical adverse events surgical conversion to open surgery. Expected potential risks associated with the stent graft system improper component placement, insertion and removal difficulties. The following warnings and precautions apply throughout the implant procedure: prosthesis migration or incorrect prosthesis deployment may require surgical intervention. The sequence of implanting the ipsilateral and contralateral iliac limb prostheses could vary based on local practice and clinical situation. Under fluoroscopic guidance, introduce the iliac limb delivery system over the 0.035¿ (0.89mm) stiff guidewire through the integrated sheath introducer left in place from the aortic bifurcate prosthesis deployment so that the limb cranial edge marker of the iliac limb prostheses is aligned with the maximum overlap marker of the aortic bifurcate prostheses while ensuring that no cranial migration of the aortic bifurcate prosthesis occurs. Using standard practice, cannulate the contralateral leg of the bifurcated aortic prosthesis guided by the contralateral leg-gate markers. Note: if the contralateral iliac limb delivery system will not freely advance into the aortic bifurcate prosthesis, remove the contralateral iliac limb delivery system and re-introduce the guidewire into the contralateral leg. The guidewire may have been advanced between a stent and the graft material, or advanced into the ipsilateral leg.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown incraft device but the catalog and lot numbers are not available. A copy of the publication is attached to this report. The citation is as follows : gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068. As reported in the literary publication by gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068; reports two aortounilateral conversions with femoral-femoral bypass. These were due to inadvertent cannulation of the ipsilateral gate and deployment of the contralateral limb, early in their experience with the graft. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿leg prosthesis delivery system cannulation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Procedural factors such as cannulating the opposite leg of the bifurcate may have contributed to this reported event. The choice of cannulating the opposite leg may be made in order to reduce the angulation of the iliac limb in certain instances, provided that is taken into consideration when selecting iliac limb length. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿expected clinical adverse events surgical conversion to open surgery. Expected potential risks associated with the stent graft system improper component placement, insertion and removal difficulties. The following warnings and precautions apply throughout the implant procedure: prosthesis migration or incorrect prosthesis deployment may require surgical intervention. The sequence of implanting the ipsilateral and contralateral iliac limb prostheses could vary based on local practice and clinical situation. Under fluoroscopic guidance, introduce the iliac limb delivery system over the 0.035¿ (0.89mm) stiff guidewire through the integrated sheath introducer left in place from the aortic bifurcate prosthesis deployment so that the limb cranial edge marker of the iliac limb prostheses is aligned with the maximum overlap marker of the aortic bifurcate prostheses while ensuring that no cranial migration of the aortic bifurcate prosthesis occurs. Using standard practice, cannulate the contralateral leg of the bifurcated aortic prosthesis guided by the contralateral leg-gate markers. Note: if the contralateral iliac limb delivery system will not freely advance into the aortic bifurcate prosthesis, remove the contralateral iliac limb delivery system and re-introduce the guidewire into the contralateral leg. The guidewire may have been advanced between a stent and the graft material, or advanced into the ipsilateral leg.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. (B)(4).

Event description:
As reported in the literary publication by gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068; reports two aortounilateral conversions with femoral-femoral bypass. These were due to inadvertent cannulation of the ipsilateral gate and deployment of the contralateral limb, early in their experience with the graft.